Manufacturer narrative:
Concomitant medical products: a guiding catheter (9fr optimo, tokai medical product), a micro catheter (marksman) and penumbra 5 max ace were used during the procedure. The event occurred at (B)(6); however due to (B)(6) confidentiality law, the name of the investigator could not be obtained. The codman (B)(4) affiliate is listed as the contact in the initial reporter section. The revive se is not distributed in the u.s.; however, is similar to the revive pv that is distributed in the u.s. Conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion is a known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, procedural/ patient factors may have contributed to the event. As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. Hemorrhage and stroke are known potential complications associated with the revive se. The root cause of the event could not be determined; however, patient and pharmacologic factors may have contributed to the event. The patient had presented with neurological symptoms and received thrombolytic treatment and tpa during the procedure which could increase the likelihood of developing hemorrhagic transformation and hemorrhage. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by the (B)(6) study ((B)(6)), a revive se (frs21452299/s10386) failed to completely remove the clot, and the patient developed asymptomatic cerebral hemorrhage immediately after the procedure. The patient, with a history of cerebral infarction, developed acute state cerebral infarction with internal carotid artery/right middle cerebral artery (m2) occlusion on (B)(6) 2017. Before the procedure, aspects-CT was 9 points, nihss was 13 points, and tici was 0 points. There was almost no tortuosity or stenosis at the occlusion site. The proximal vessel diameter was 1.5 mm, distal vessel diameter was 1.5 mm and the length was 10 mm. T-pa (0.6 mg /kg) was administered, but did not recanalize the vessel, so the revive se was used for this procedure. A guiding catheter (9fr optimo, tokai medical product), a micro catheter (marksman) were also used for this procedure. The revive se was deployed once at the lesion, and they continued to use another thrombectomy device (penumbra 5 max ace) once and tici 2b points were obtained and the procedure was completed. Immediately after the procedure, the asymptomatic intracranial hemorrhage was confirmed in the occluded blood vessel site. Nihss was 8 points. On (B)(6) 2017, nihss was 2 points, mrs was 3 points, aspects-CT was 5 points and aspects-dwi was 6 points. According to the physician, there was a possibility that the hemorrhage was caused by the t-pa. It was reported that there were no revive se malfunctions, and the device was used and prepped as per the IFU. There was no treatment for the hemorrhage.